Manufacturer narrative:
On (B)(6) 2018, suneva complaint department received medwatch mw5076997 with the following statement: "approx 9 months following injection with bellafill, granulomas have formed at each site. These granulomas require constant treatment with steroids injected at each of the injection sites. The granulomas continue to grow back. "Did the problem stop after the peron reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: doesn't apply." Conmitant medical: amlodipine, celebrex, cymbalta, estradiol, multi vitamines, vit d, vit c, fish oil." The date of event was reported as (B)(6) 2015. No other information was provided. Lot number and injector are unknown. Location of injections and/or bellafill use cannot be confirmed. Suneva could not find this same complaint in their complaint history and so are providing this MDR based on the patient statement in mw5076997 indicating granuloma requiring medical intervention.

Event description:
Patient with granuloma requiring medical intervention, reported via patient medwatch mw5076997.